Manufacturer narrative:
As no product was returned or lot number provided, it was not possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the product was mfg within spec. Reported defect: unilateral deflation of the right breast implant. Condition of product: no product was returned. Background of the surgery: original surgery was performed by dr in 1998, using unk hutchison saline-fill implants, which were filled to an unk volume. In 2007, the pt visited another dr at his clinic in regards to a supsected deflation of the right breast implant. The pt underwent bilateral replacement surgery the next month. The implants were replaced with unk devices. Visual inspection: no product was returned. Product inspection: no product was returned. Conclusion: no conclusion can be drawn.